Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the patient's leg became ischemic when the impella sheath was inserted. An external percutaneous femoral bypass was performed to manage the complication. As cardiac function was beginning to recover, the impella side, where ischemia in the lower limbs was continuing, was first removed, and the patient was then taken off extracorporeal membrane oxygenation (ECMO). The patient was said to be stable after that.